Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump falling helium test, prior to use. Customer reported while they were doing the pm on device, unit failed the internal helium calibration portion of the test. There was no patient involved.

Manufacturer narrative:
B4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). The customer inquired whether the fill manifold component could be purchased for self installation. The requested part, the helium reservoir assembly, was provided to the customer. The customer successfully installed the replacement assembly and reported that the calibration was completed without issue. Following installation, the unit passed all functional and safety tests in accordance with manufacturer specifications.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the helium leak test. No patient was involved, and no harm was reported.